Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. It was unknown at the time of reporting as he declined to speak with the helpline. He was informed that he should call in at his convenience to correct his insulin pump settings. No equipment was returned. No additional information was reported.